Event description:
The user initially reported that she hyper-extended her l knee during a transfer into a tall vehicle. This occured around the end of (B)(6) 2017, prior to the delivery of her rewalk. She hasn't seen a doctor to have the knee examined. She has been consistent with her personal training sessions with her trainer since the injury but hasn't noticed any concerning issues other than the swelling. The conclusion reached on (B)(6) 2017 was that: following the investigation it is concluded that the injury was not related to the rewalk device nor to the rewalk training. The user reached out to rewalk robotics on (B)(6) 2018 stating she has further clarification on her knee injury and provided the following; chronic lateral femoral condyle fracture with tears of the lateral collateral ligament and popliteus tendon. Large joint effusion with hemorrhagic products. Because of the placement of the break, my doctor doesn't think it happened by falling out of my wheelchair. Something had to push my lower leg bones into the femur to cause the break where it is. He won't rule out that the rewalk caused the fracture. And the timeline does match when he thinks the break occurred. This adds another possible event that occured with the user of her falling out of her wheel chair as well as the possibility the physician raised that it may have been caused by the rewalk personal device.